Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27878. It was reported that the patient presented to the hospital on (B)(6) 2021 for a follow-up check after an implant procedure. Chest x ray revealed that the right atrial (ra) and right ventricular (rv) lead had lost its slack. The physician decided to add slack to the existing ra and rv lead. The leads were explanted and repositioned on the same day. The patient was in stable condition before, during and after procedure.